Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom pack, the customer reported that in the pump head 1/2 x 3/8 connector, when they started the perfusion and reaching the flow of 4 liters, a large quantity of blood came out at the union of the connector with the pipe. The customer stated that the patient's hemoglobin fell to 5.4, therefore it was necessary to transfuse. The patient had to be transfused with 2 units of red blood cells. The customer stated the supply could not be changed because the event happened when in full perfusion and the patient had entered an induced arrest and it was impossible to change and they had to continue and reported that is why so much blood was lost. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the leak originated from the component connection. The amount of blood lost could not be provided. There was no visible air in the system/tubing. Correction b5: the device was used to complete the procedure. There was no additional adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.